Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 407 mg/dl, 156 mg/dl, 410 mg/dl, 119 mg/dl, 318 mg/dl, and 266 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.